Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was stuck on reboot, and remote support service showed the device as offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on reboot and the remote support service showed the device as offline. The field service engineer (fse) attempted to restore the station, but the system did not load. The fse cloned the hard drive from a working unit and ensured that remote access was available, then escalated further actions to the customer support center. The fse confirmed that remote connectivity was established for continued work. The tss verified that the station had been reimaged and confirmed that the device was online. The system functioned as intended after field service engineer repaired the device.